Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of 500 mg/dl on (B)(6) 2010. Her normal blood glucose level is 120 mg/dl. She changed the insulin cartridge and infusion set and was unable to lower her blood glucose. She switched to her backup infusion device. She believes the infusion device does not correctly deliver insulin. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.